Manufacturer narrative:
Corrected information: age. (B)(4). Additional information: event description. Relevant test, CT result. Other relevant history: medication, medical history. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to change in mental status and neurologic damage.

Event description:
On (B)(6) 2016, the patient presented to the hospital with a history of severe interscapular back pain. On (B)(6) 2016, computed tomography angiography revealed acute intramural hematoma and a type b dissection in the descending thoracic aorta, new compare with CT on (B)(6) 2015. Pre-treatment maximum diameter of the aortic aneurysm/lesion was 46mm. On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat an aortic dissection. The patient was hemodynamically and neurologically intact and tolerated the procedure. It was reported that on (B)(6) 2016, the patient became comatose with fixed and dilated pupils and minimal brainstem reflexes. Reportedly, the patient was on aspirin and pradaxa. Emergent CT revealed a very large left holohemispheric subdural hematoma with massive left-to-right shift. The imaging findings and their significance as well as his poor prognosis were discussed with the patient¿s family. After discussing and understanding this acute event, the patient was taken for a left frontotemporoparietal craniectomy with subdural hematoma evacuation and decompressive hemicraniectomy. There were no apparent complications. The patient tolerated the procedure. The patient was taken from the operating room to the cat scanner and then to the ICU in critical condition. Reportedly, post procedure, the patient was persistently comatose. The neurological exam had a poor prognosis. The patient was discharged to the long-term acute care on (B)(6) 2016. According to the physician, the event was not related to the device or procedure. On (B)(6) 2017, the patient expired. The cause of death is unknown. However, according to the physician, the death was not related with the device use or procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested. Tgu282815/14487171 (B)(4). Also were involved: tgu343420/14262089 (B)(4). Tgu373715/14287374 (B)(4). (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a type b uncomplicated aortic dissection. The patient tolerated the procedure. Pre-treatment maximum diameter of the aortic aneurysm/lesion was 46mm. Additional aortic diameters were not provided. It was reported that on (B)(6) 2016, the patient became comatose with fixed and dilated pupils and minimal brainstem reflexes. Emergent CT revealed lg density subdural hematoma and the patient was taken for a left frontotemporoparietal craniectomy with subdural hematoma evacuation and decompressive hemicraniectomy. Reportedly, post procedure, the patient was persistently comatose. The neurological exam had a poor prognosis. The patient was discharged to the long-term acute care on (B)(6) 2016. According to the physician, the event was not related to the device or procedure. On an unknown date, the patient expired. The cause of death is unknown. Further information was requested.